Manufacturer narrative:
Patient weight is unknown. Additional product codes for this report include kwp. (B)(4). Device broke intra-operatively and is not considered to have been implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Concomitant medical products: the event description indicates that a standard screwdriver and a vise-grip were both used in an effort to retrieve the broken screw. As it has not been confirmed if those devices are synthes products (only described as ¿hospital owned¿), they will not be entered into the concomitant medical products field as concomitant devices. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: june 10, 2014 - expiry date: may 1, 2024. The complaint was assessed as not being related to the sterilization process. Therefore, a review of the non-sterile counterpart¿s device history records was conducted with results as follows: part 04.614.224 (lot 7611538) was manufactured in (B)(4) on february 20, 2014. No non-conformance reports were generated during production nor were issues discovered during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016 in order to treat a herniated inter-vertebral disk. As the surgeon was attempting to place a 4.5mm titanium cancellous polyaxial screw at t1 (right), the screw broke. In an effort to retrieve the broken screw, the surgeon first used a standard screwdriver and vise-grip. In addition to this attempt being unsuccessful, the vise-grip actually wound up crushing the broken screw. Eventually the surgeon employed a screw extractor and successfully removed the broken screw. Following removal, the area was vigorously cleaned and a new screw was implanted. X-rays were then taken to ensure that all fragments had been removed. The procedure was ultimately completed with a thirty (30) minute delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned implant was examined and the complaint condition was confirmed as the head of the screw body was found to be broken with some, but not all, fragments returned. The screw¿s polyaxial head was returned without identifiable defect or deficiency. Based on the complaint condition, is it likely that a significant amount of the visible damage to the screw body occurred during attempted removal. No definitive root cause was able to be determined for the screw breakage; however, the failure mode is typically associated with the application of excessive forces and/or off-axis loading during insertion. The 24mm long 4.5mm ti cancellous polyaxial screw (part 04.614.224s / lot 9005161) is utilized in the synapse system for posterior stabilization of the upper spine. The system allows for stabilization from the occiput to the lower spine utilizing polyaxial screws, clamps/hooks, and titanium rods. Specific instructions for screw insertion, including screwdriver construct assembly, are provided in the system technique guide. The relevant drawings for the returned implant were reviewed (both from the time of manufacture and present revision): top-level and screw body. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned implant¿s lot number with no non-conformance reports or complaint-related issues identified. No definitive root cause was able to be determined for the screw breakage; however, the failure mode is typically associated with the application of excessive forces and/or off-axis loading during insertion. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device is current undergoing investigation. The results of the investigation are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on july 21, 2016 reporting that the procedure was successfully completed.